Manufacturer narrative:
Based on the claim against the product by the customer noting that the fenestrated bipolar forceps (fbf) instrument did not function, an investigation was completed. The fbf instrument has been returned and evaluated by the failure analysis (fa) team. Failure analysis investigations confirmed the customer reported complaint. The instrument was placed and driven on an in-house system where it failed to release energy. The instrument was found with damaged conductor wire insulation. As a result of the insulation damage, the conductor wire was exposed and there was physical damage to the wires. There were no signs of thermal damage nor were any pieces missing. The root cause of damaged conductor wire insulation is attributed to a component failure. This complaint is being reported due to the following conclusion: failure analysis investigations identified the conductor wire insulation was damaged and the insulation was lifted exposing the conductor wire. The exposed conductor wire has a potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure that the fenestrated bipolar forceps (fbf) instrument did not function. Troubleshooting was performed with the instrument cord, with no success. The procedure was reportedly aborted/converted due to the patient's anatomy. There were no reports of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.